Event description:
It was reported that a patient required a bolus from the bag using a patient controlled analgesia pump module and when the customer went to administer, a max limit reached alert showed on the pump module and the bolus was not delivered. The customer tried again and then the bolus was able to go through (mar action documented 12/20 2252). The patient's father did say that something similar happened during the day. The customer later provided the following information: the medication was morphine with an intended rate of infusion of 3ml/hr using a bd 30ml syringe and a bd pca administration kit model number 30873 tubing. It was noted that the patient inexperienced increased pain due to delay in clinician bolus administration, however it was noted that no additional medication intervention was provided.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of a pca alert ¿maximum limit reached¿ through review of the logs and was not replicated during device testing since the devices were not received for this investigation. Analysis of the logs could not be performed since the device logs were not provided for this investigation. The devices were not returned for investigation; therefore, no external inspection could be performed. The facility provided a picture of the rear case of the suspect pca module, showing the serial number (s/n (B)(6)). No further information can be discerned from the picture relevant to the reported issue. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3 states in the troubleshooting and maintenance section: the max limit reached alarm occurs when an attempt is made that exceeds the maximum allowed drug amount for the patient. The pca dose cannot be delivered until the configured time passes. The pca max limit is the total amount of drug which can be infused over a specified time period. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported pca alert ¿maximum limit reached¿ was not determined. A review of the device logs could not be performed and the event could not be replicated during device testing since the devices were not received for this inspection. The information provided is insufficient to determine a root cause. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient required a bolus from the bag using a patient controlled analgesia pump module and when the customer went to administer, a max limit reached alert showed on the pump module and the bolus was not delivered. The customer tried again and then the bolus was able to go through (mar action documented on (B)(6) 2252). The patient's father did say that something similar happened during the day. The customer later provided the following information: the medication was morphine with an intended rate of infusion of 3ml/hr using a bd 30ml syringe and a bd pca administration kit model number: 30873 tubing. It was noted that the patient inexperienced increased pain due to delay in clinician bolus administration, however it was noted that no additional medication intervention was provided.